Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device would not power on with this battery. There is no reported patient involvement.

Manufacturer narrative:
.